Event description:
Information was received from an international distributor stated that their customer reported the ventilator shut down and alarmed when the power cord unexpected got disconnected from ac wall outlet due to bad outlet. The ventilator was in use at the time. The patient oxygen saturation level decreased between 50-60% during the event. The hospital doctors gave the patient emergency aid and reported no permanent harm done with the patient. The distributor's chief technician confirmed the ventilator shut down instantly during lost of ac power. The chief technician replaced the back-up battery to correct the problem. Final testing was performed and all tests passed to operating specifications.

Manufacturer narrative:
Na